Event description:
It was reported that the patient experienced an inappropriate atp therapy. The patient was asymptomatic. It was discussed with technical services that the device settings should be reprogrammed. An appointment was scheduled for the patient to come in for the reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.